Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field d1: brand name d2b: pro code (product code) d4: model number d4: lot number d4: catalog number d4: expiration date d4: serial number d4: unique identifier (UDI) # additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this right atrial lead exhibited farfield oversensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited farfield oversensing on the right ventricular channel. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.